Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) unit malfunctioned. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional info: event site postal code - (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issues. Device requires 5000 hour overhaul because it was expiring and the vacuum performance was out of range, , faulty manifold drive, faulty recorder and interface. The fse replaced the 5000 hour maintenance kit, drive manifold and recorder to resolve the issues. Calibrations and adjustments, electrical safety measures performed. Operational tests performed with positive outcome.